Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported from the surgeon: "...I do not think his implant has lengthened over the last two sessions. I do not think that it was due to the magnet. I confirmed spinning and unfortunately it does not appear he as lengthened the last two sessions. Any thoughts on trouble shooting this. Reverse and then forward. To the best of my measuring abilities and reviewing I believe he's been lengthened 71mm with a total possible lengthening of 90mm. He is about 2cm short. Three residual length of his implant should've been perfect. We are trying some new shoes and home exercises now. I told him I would reach out to you and stanmore to discuss a possible shortening to lengthen and unstick the mechanism. Currently he should be scheduled to come back and see me in about six weeks. So we can adjust this".

Manufacturer narrative:
Reported event: an event regarding seizing involving a jts, distal femoral replacement, extension mechanism was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: the implant in situ was for jts distal femoral replacement which was inserted on 30nov2015. The surgeon reported failed extension of the implant for the last three attempts. The images provided show that the lengthening of the implant was progressed well until recent three attempts which left the implant at the same length. Therefore, the radiographic review can confirm the clinical report. Device history review: review of the product history records indicate the device was manufactured with no reported relevant discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes updated x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As reported from the surgeon: "...I do not think his implant has lengthened over the last two sessions. I do not think that it was due to the magnet. I confirmed spinning and unfortunately it does not appear he as lengthened the last two sessions. Any thoughts on trouble shooting this. Reverse and then forward. To the best of my measuring abilities and reviewing I believe he's been lengthened 71mm with a total possible lengthening of 90mm. He is about 2cm short. Three residual length of his implant should've been perfect. We are trying some new shoes and home exercises now. I told him I would reach out to you and stanmore to discuss a possible shortening to lengthen and unstick the mechanism. Currently he should be scheduled to come back and see me in about six weeks. So we can adjust this".